Event description:
Reportedly, after a 4.0x18 and 4.0x15 mm otw vision failed to cross to treat a lesion located in the mid circumflex with heavy tortuosity and heavy calcification, a 4.0x12 otw vision stent was advanced which also failed to cross and a dissection was noted. The dissection was treated with the implantation of a 4.0x8mm otw vision stent and post dilatation using a non-abbott balloon at 16 atms, which is reportedly routine procedure for this lab. A clinically significant delay in procedure was not reported. The patient was fine post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. The reported dissection is a known adverse event listed in the multi-link vision coronary stent system instructions for use. Based on the information reviewed, there is no indication of a product deficiency.